Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent magnetic resonance imaging (MRI), with the ICD system been non conditional, so therapy programmed off. The patient underwent the MRI procedure, with no adverse effects reported. There were concerns if the therapy was enabled after the MRI was performed, so technical services (ts) was consulted and reviewed available data, with it indicating therapy was turned on and off several times, but ultimately it was set on. This ICD remains in service. No adverse patient effects were reported.